Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that irrigation failure occurred during a cataract procedure. As a result, the surgeon reported that the patient had a flat anterior chamber and a posterior capsule rupture. To complete the procedure an anterior vitrectomy was performed. Additional information and product sample have been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on september 16, 2009. Based on qa assessment, the product met specifications at the time of release. The customer did not retain a consumable sample for this complaint report; functional testing could not be conducted. This is the eighth complaint for the finish goods lot of the indicated consumable; however, the first for this issue. The device history record (DHR) review shows the order was built and released per specification. The root cause of the reported event could not be determined. Without the consumable sample, it is not possible to isolate the root cause. Furthermore, the system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported events. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).